Event description:
It was reported,"patient came in for a robitocs case in (B)(6). Several months after the procedure she began having stomach pains and went to the doctor numerous times. She was later diagnosed with diverticulitis (osis). It was discovered during an xray that there was a retained tip. Since she had no other procedures besides the one in (B)(6) and the tip matched that of the abc lap probe, it was assumed that was what it was from. She was re-opened on (B)(6) and the tip was retrieved. Patient went to sister hospital, (B)(6) , for follow up appointments. It is believed that the pain was unrelated to the tip; however, a medwatch report was filed. Risk manager feels that the tip is too small and would like a possible re-design considered to prevent this."

Manufacturer narrative:
The device was discarded by end-user in (B)(6) 2012 with original surgery, and, will not be returned to (B)(4) for evaluation. A supplemental report will be filed on the completion of the quality engineering investigation.

Manufacturer narrative:
The device in question is a laparoscopic argon beam coagulation extended probe, a single patient use, sterile device. This argon gas enhanced monopolar electrosurgical device is intended to be utilized through a laparoscopic trocar sleeve only in situations where you would normally utilize monopolar energy. The device was discarded by the end-user at the conclusion of surgery that was performed on (B)(6) 2012. A photograph of the tip protector cover, surgically recovered from the patient on (B)(6) 2013, was sent to conmed by the end-user facility risk manager. The photograph, returned by the end-user facility, shows a device component that appears to be similar to the removable tip protector cover of the device in question. Without examination of the original device and cover together it is inconclusive if this component actually originated from a conmed manufactured device. The IFU, instructions for use, specifies under system set-up procedure to, "remove tip protector from end of probe prior to use". Thus, any tip protector related discrepancies should be detectable prior to use. The complaint failure mode is mitigated through the IFU. It was stated in the event description that "risk manager feels that the tip is too small and would like a possible re-design considered to prevent this". The complaint component appears to be a removable tip protector cover, not the actual tip of the device. As described in the IFU, the tip protector cover should be removed prior to use. Thus, properly following the IFU should mitigate the failure mode. A five (5) year review of the customer complaint history for this device has shown that this is an isolated event where the device cover may have been introduced through a surgical trocar into a laparoscopic surgical site. This would have been the use of a device that was incompletely set up per the IFU. The complaint per million, cpm, value is low (cpm: 15.9, units sold: 62723 devices, catalog number: 160656, occurrence rate: 0.00159%). The product re-design is not recommended at this time due to the extremely low occurrence of the failure mode. No device was returned to conmed corporation for confirmation of event, or, confirmation of a conmed manufactured device. Only a picture of a device component was received; therefore, we are unable to determine if the suspect device failed to meet specifications. This event occurred during a surgical treatment of the patient and the event occurred due to end-user error (failure to remove packaging per use instructions). This event was not the result of a device failure. No manufacturing related defects or device failure was identified with the complaint investigation; therefore, no corrective action is warranted at this time. Conmed is considering this complaint closed. Device retained by risk manager end-user.